Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricular (rv) lead was elevated. Analyst commented, ventricular capture management weekly trend data shows an average threshold of 0.875volts week of (B)(6) 2015, but increased to a max of greater than 2.5volts. Last good pacing threshold search on 2015september04. (B)(4).

Event description:
It was reported that the patient encountered exit block with right ventricular (rv) lead high thresholds. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.